Manufacturer narrative:
B5: updated clinical review. H6: added code e0509.

Event description:
A 58-year-old female was admitted with acute myocardial infarction complicated by cardiogenic shock, presenting in scai stage e. An impella cp device was placed via the right femoral artery, and the right coronary artery was reperfused. Following the procedure, the patient developed right ventricular failure and was subsequently escalated to venoarterial extracorporeal membrane oxygenation (va-ECMO). During ongoing support, pleural and pericardial effusions were identified, and the patient underwent sternotomy with treatment of diffuse bleeding involving the sternum, chest wall, and inferior wall of the heart. Serum lactate levels continued to uptrend, and lower-extremity ischemia was noted. Overnight, doppler signals were lost in both lower extremities, with the ECMO-supported limb remaining warm and the impella-supported limb noted to be cold. ECMO flows were increased in an effort to reduce vasopressor requirements and improve perfusion. Discussions occurred regarding additional management options, including distal perfusion strategies and ECMO exit planning.the patient subsequently developed renal failure requiring continuous renal replacement therapy. After two days of mechanical circulatory support, the patient experienced prolonged ventricular arrhythmia. Given the poor overall prognosis, a decision was made to withdraw care, and the patient expired after two days of support.based on the available clinical information, the patient¿s death is most likely attributable to the severity of the underlying critical illness, including acute myocardial infarction, refractory cardiogenic shock, multiorgan failure, and hemodynamic instability.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient lost doppler signals in both legs overnight, the extracorporeal membrane oxygenation (ECMO) leg warm impella leg cold. ECMO flows were increased to reduce vasopressor and allow better flow. Subsequently, the patient suffered renal failure requiring continuous renal replacement therapy. Additionally, the patient went into prolonged ventricular arrhythmia which was unable to be converted. The decision made to withdraw care. Clinical review a 58 year old female was admitted with a myocardial infarction and cardiogenic shock. An impella cp was placed and the right coronary reperfused. Post-procedure, the patient developed right ventricular failure. The patient was escalated on venoarterial extracorporeal membrane oxygenation. Pleural and pericardial effusions were noted and a sternotomy and diffuse bleeding from the sternum, chest wall and inferior heart wall was treated. Subsequently, the patient suffered renal failure requiring continuous renal replacement therapy. After two days of support, the patient went into prolonged ventricular arrhythmia and due to the poor prognosis, care was withdrawn and the patient expired after two days of support. The death is most likely due to the patients underlying critical condition.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Upon review, it was identified that the initial reporter (e1) was inadvertently omitted in error; the complete information has now been provided. Corrected/added a concomitant device. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.